Event description:
The tip broke off during surgery. The surgeon recovered the tip from the wound quickly and there was no delay to the patient. The event date was during the first two weeks of april.